Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:34:30. During night drain cycle six, the patient's ultrafiltration reading was 739ml, indicating the home patient (hp) drained 739ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.